Event description:
Reference number (B)(4). Event occured in colombia. On (B)(6) 2025, the patient was taken to the emergency room (ER) for treatment. Upon admission to the hospital, their blood glucose (bg) values were both 400 mg/dl. The patient reported symptoms of vomiting and abdominal pain. They were hospitalized for one day, during which insulin was administered intravenously. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.